Manufacturer narrative:
The investigation for the reported pump stop has been completed. The device was not returned for evaluation. However, the information provided in the clinical is sufficient in determining root cause. Therefore, the cause of the pump stop was most likely broken pins from the aic being dropped. The investigation into the access site bleeding is ongoing at this time. Upon completion of the investigation, a final report will be forthcoming. The instructions for use provides details on how to manage a pump stop : ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 59yo female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the console was dropped and the pump stopped. The white cord was stuck in place and pliers were used to remove it. There were no visual issues with the pin. The plug was tried in the new console, but it would not recognize a pump being plugged in. Patient returned to the operating room for removal and placement of the new impella. There was no patient harm reported. Additionally there was a report from the nurse on the second day of support the patient had some bleeding at site and had to go back to or. Team had made choice to withhold heparin in purge.